Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with a cracked case at display window corners, minor scratched display window, cracked reservoir tube threads, and missing end cap sticker and missing address/serial number label.

Event description:
Customer's father reported that there was a button error alarm on the insulin pump that he was unable to clear. The blood glucose reading was 210 mg/dl. He also reported that the sticker on the insulin pump was missing. Nothing further was reported.